Event description:
It was reported during sedation of a therapeutic colonoscopy, the endo loop could not be released: the metal wire became detached from the handle, twisted and then broke, rendering the controller inoperable. The lasso remained tightly wrapped around the polyp, requiring a complex procedure which included cutting the sheath, cutting with a knife, then using a hot loop. Bleeding was controlled by applying a clip. This led to a surgical prolongation of an unknown duration. The patient was hospitalized for 24 hours under observation before being discharged.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h6, h11. The complaint was reported for the issue of ¿the endoloop could not be released: the metal wire became detached from the handle, twisted and then broke, rendering the controller inoperable" olympus investigator was able to confirm the customer failure and determined the following cause: when trying to push the slider to remove the loop from the hook, the operating wire had broken near the handle. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.